Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Pump error 53 alarm found in the device history due to software error. Pump error 3 alarm followed by pump error 54 alarm found in the device history due to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.